Manufacturer narrative:
Batch review performed on (B)(6) 2019, lot 092758: (B)(4) items manufactured and released on (B)(6) 2010. Expiration date: 30.11.2014. No anomalies found related to the problem. To date, all the (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain and the cause of the pain is moved tibial component that came off the bone, more than 9 years from primary. The surgeon revised the tibial component and poly. The surgery was completed successfully.